Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed weakness and they do not, "think the pacemaker is working." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.